Manufacturer narrative:
E1: initial reporter facility name : (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an i.v. Administration sets with control-a-flo regulator leaked at the control flow regulator. The issue was identified during a bispecific antibody infusion.there was no report of patient injury or medical intervention associated with these events. No additional information is available at this time.